Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition that that device would not load the cutter as a piece of broken cutter was stuck inside was confirmed. The device was taken apart and it was noted that medical debris were in the locking mechanism assembly and preventing the lock tabs from releasing the cutters caused the failure. The piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. A full assessment of the device could not be performed due to the condition of the cutter was received. The piece of the cutter was broken off below the laser marking and identification of the cutter and the lot number was not able to be identified and the rest of the cutter was not sent in. It was determined that the cause for cutter getting stuck was likely due to debris and residue preventing the lock tabs from moving into place. The cause of the medical debris and detergent residue buildup was due to improper cleaning, which is user error/misuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: the UDI number is unknown. The catalog number and serial number were unknown. Concomitant med products: attachment device. PMA/510(k) number was unknown. The manufacturing location was unknown. The device manufacture date was unknown. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during sterile processing, it was observed that a piece of burr attachment rod was broken and stuck in the attachment device that could not be removed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.